Event description:
Philips received a complaint regarding the efficia dfm100, indicating that all tests had failed. There was reportedly no patient involvement. The fse troubleshooted the device on-site, verified that the defibrillator was working properly, and confirmed that the operational checks had passed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.